Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Occupation was lay user/patient.

Event description:
The initial reporter had an issue with the coaguchek xs meter serial number (B)(4) that could result in a misinterpretation of results. The meter was not completely powering on and the customer changed the batteries. While performing a display check, the customer stated she saw some bars along the top of the screen, then they went away. When powering on the meter, the customer saw two lines toward the right side of the screen in the display field. The "888" never appeared on the screen and the meter never completely powered on. There was no actual misinterpretation of any result.